Event description:
Thrombus; a patient implanted with a 28mm cardioseal in 2005, experienced 4 episodes of visual disturbance starting early 2007, each episode lasting between 3-20 minutes. Tee taken the following month, revealed an abnormality on the left side of the implant, raising the question of clot or myxoma. The patient was admitted for further observation and management. Two days later, the implant was surgically explanted at hospital. Based on the operative notes, the patient tolerated the procedure well and was transferred to the ICU in stable condition. The explanted device is available for evaluation.

Manufacturer narrative:
A review of our lot history records indicate implant passed all applicable steps, and was released in accordance with our procedures governing product release. Our investigation into this matter is ongoing; upon completion, we will submit a copy of our findings in our final report.